Event description:
Information was received indicating that the pump exhibited a "no disposable clamp tubing" alarm. It was reported that the rate was 2.2ml, 41.3ml and 58.7ml was given. Per reporter there was no air in line. No adverse patient effects were reported. Per reporter no additional information is available.

Manufacturer narrative:
Additional contact information: (B)(6).